Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported an abnormal display and "can't set anything." No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. The device was returned with no battery installed. During evaluation the device was able to power on, and the display cycled through alarm limits. The alarm limit button on the keypad would not function. The keypad was replaced and the unit functioned as designed.